Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence as the device became less effective due to device age. A surgical procedure was performed during which the device was explanted and replaced. Upon explant, the physician found nothing wrong with the device. There were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off label use or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.